Event description:
Event 1 [redacted date]: continued issues with baxter tubing. Noted leaking y-site on tpn line despite green alcohol cap being in place during daily cl audit. Y-site marked with tape, clear fluids to be ordered, tubing to be changed per nnicu policy, and faulty tubing to be delivered to apsms. Lot number unknown. Event 2 [redacted date]: ongoing leaking baxter tubing. Found tpn line leaking at y-site port despite green alcohol cap being in place, y-site marked with tape. Lot number unknown - tubing to be saved and given to apsm. Will be changed per nnicu protocol. Event 3 [redacted date]: ongoing leaking baxter tubing. Found il line leaking at y-site port despite green alcohol cap being in place, y-site marked with tape. Lot number unknown - tubing to be saved and given to apsm. Will be changed per nnicu protocol. Manufacturer response for IV tubing, IV tubing (per site reporter), ongoing issue. All samples have been retrieved by materials, awaiting rga from baxter.